Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review revealed no anomalies. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the manufacture representative that the patient with the cardiac resynchronization therapy defibrillator (crt-d) died. The representative was called to the funeral home for a post mortem interrogation. Information identified in the manufacture's data base indicated the patient died approximately twenty days post the implant of the cardiac resynchronization therapy defibrillator (crt-d). A cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.